Event description:
A pt reported that the meter kept flashing the battery symbol even after replacing the battery. This issue was not resolved with troubleshooting. Pt did not have any symtpoms. Pt was also comparing their meter to their doctor's meter-(invalid comparison). There was no medical intervention or treatment given.